Event description:
The customer reported to olympus, the hf unit "esg-400" displayed error code e433. The issue was found during maintenance. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found the device displayed error code e433 caused by a faulty hvps. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The following non reportable defects were found: - scratches and dents at the top cover - loose front panel due to cracked side mounts a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to a faulty high voltage power supply board. Olympus will continue to monitor field performance for this device.